Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: during a procedure, surgeon was introducing the screw, 2.0; after entering about half the screw, it was broken, staying the distal part of the screw in the bone, but without any complications. It was replaced by a new one. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The investigation is ongoing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation by the complaint handling unit reported they could not conduct any investigation because the lot number of the returned screw is not known therefore the complaint of the broken screw could not be fully analyzed. Due to the unknown lot number the investigation was not able to give a conclusive statement regarding a possible failure reason. The investigation was not able to determine the exact cause which has led to this occurrence.